Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, once in four days, ongoing) and fortum injection (1gm, once a day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.